Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) was triggering incorrectly on a paced patient. Hr would often only display half what the actual hr was. The patient was 100 percent paced. The ECG morphology changed often, within seconds. There was no ectopy. A pacer spike was present, but at times it appeared not to capture and the r wave amplitude was very small. With the changes, sometimes the pump did not pump on those beats and it happened multiple beats in a row. The patient bp was very low in the 50s. On the pump with a map in the 50s and low 60s. Aug was 110. Customer tried several different settings with the pump including changing leads, semi auto and pressure trigger. The pump performed better in pressure trigger. Fse advised to change the ECG pads and move a bit closer to thoracic area. Although the ECG was crisp and clean a bedside radial line showed a higher bp, but the ECG changed shape often.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) stated that the unit was not sent for repair. The fse successfully completed maintenance. The unit passed all functional and safety tests per manufacturer specifications. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.